Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot number (h11c16015). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous consumer report from the USA of peritonitis with culture positive for (B)(6) coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2011, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment consisted of vancomycin (dose and frequency not reported). On (B)(6) 2011, the patient was discharged from the hospital and was still recovering from the event. Dianeal therapy was ongoing. The patient stated he may have touched something that caused the peritonitis, but was not sure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.